Event description:
A home patient contacted baxter's technical service center to report that the patient line of the homechoice set had not primed completely. Reportedly, at the time of the call, the homechoice machine was still in the prime cycle, and the home patient had their transfer set connected to the patient line of the homechoice set. Baxter's technical servbice center assisted the home patient in ending the procedure early. The home patient completed therapy by setting up with new supplies. No patient innury or medical intervention was associated with this incident, per the home patient.